Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns) was isolated to a damaged broken solder joint on the c19 capacitor from the defibrillator pca. The root cause for the defective c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor was experiencing abnormal shutdowns.